Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14463. It was reported the patients leads display high impedance preventing the ipg from entering MRI mode. Surgical intervention may be pending to address the issue.

Event description:
It was reported surgical intervention was undertaken on 23 may wherein one of the leads was explanted and replaced to address the issue. During the procedure it was noted a fracture appeared under the anchor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.